Event description:
Upon thawing of tissue, the physician assistant in cardiac tested valve for competency and felt it had central insufficiency. Upon examination, dr felt valve had a prolapsed leaflet. No pt involved; found during pre-use examination.